Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while responding to a drowning victim the device returned a "shock advised" determination; then prompted a "change batteries" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.